Event description:
During an endoscopic banding procedure, the physician used a cook endoscopy 6 shooter saeed multi-band ligator. After advancing the ligator into position, resistance in band deployment was encountered. Upon removal of the endoscope and ligator, the handle was reportedly "twisted". Another ligator was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4) on behalf of the medical facility in (B)(6). The contact details for the cook facility in (B)(4) are: (B)(4). This initial reporter informed the cook facility in (B)(4) of this occurrence on 04/21/2009. The designated complaint handling unit (customer quality assurance) was not informed of this occurrence until 06/16/2009. The appropriate personnel at the cook facility in (B)(4) have been informed of this occurrence in an effort to prevent future occurrences. The lot number of the device in question was reported to be w2605868 or w2624093. The expiration date is either 10/22/2008 or 12/11/2008. The device MFR date is either 10/22/2009 or 12/11/2009. Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. After a review of the device history record for the possible lot numbers said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from the possible lots because none of the product remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this percentage, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure". Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advised the user that the knot must be seated into the hole or the handle will not function properly. The instructions for use direct the user to place the handle in the two-way position and loosen the trigger cord slightly if the band will not deploy. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). The instructions for use direct the user to remove the endoscope and attach a new ligator if more bands are required. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history records for the possible lots confirmed that these lots met mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the review occurrence and severity of the outcome. Based on this review, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.